Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported in his letter that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the target device. The distal locking went astray. Nevertheless, the surgery was completed via freehand-locking.